Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA-(B)(4). The device has not been previously sent into service for the reported condition of 808:02 failure code. (B)(4)

Event description:
The facility reported a colleague pump with failure code 808:02. It was not specified when reported condition occurred. It is unknown if there was any patient injury or medical intervention. No additional information is available. This device utilizes user interface module master software version 5.09.90 categorized as remediated. During review of the event history it was determined that the reported condition occurred during delivery causing an interruption of delivery.

Manufacturer narrative:
The reported condition of failure code 808:02 was confirmed but not duplicated. The reported condition is due to a faulty pump head module. The pump head module assembly was replaced to correct the reported condition. (B)(4)

Manufacturer narrative:
Additional information: during review of the event history by baxter it was determined that the reported condition occurred on (B)(6) 2010. (B)(4).